Event description:
Medtronic received a communication that while in use on a patient, a suction catheter could not be inserted smoothly. The tube was replaced with another, and the catheter was able to be inserted fine. No further patient harm was reported.